Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and pain. A review of manufacturing records indicate product was manufactured to specification. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2007, the patient underwent surgery for repair of a left inguinal hernia and a bard/davol perfix plug was implanted to repair the hernia defect. Attorney also alleges that on or about (B)(6) 2009, the patient underwent surgery for repair of an umbilical hernia and a right inguinal hernia, where a bard/davol perfix plug was implanted. Attorney alleges that on or about (B)(6) 2016, the patient underwent an additional surgery to repair the right recurrent inguinal hernia. The patient was injured severely and permanently. Attorney also alleges that the patient has suffered and will continue to suffer chronic physical pain, disability, hospitalizations, additional surgeries, has undergone and will likely require in the further other forms of care and medical treatments. Attorney also alleges that the device was defective.